Manufacturer narrative:
On november 25, 2021 additional information received indicated that the date of implantation was on (B)(6) 2021. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 23, 2021 indicated that the patient underwent bilateral replacement with mentor silicone smooth round high profile xtra b:535cc. Operative findings: left hypertrophic capsule. Implants appeared normal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 25, 2021 additional information received indicated that the patient experienced right-sided ptosis. The left side malpositioned. As a result patient scheduled for left side total capsulectomy, and implant exchange with bilateral secondary mastopexy on (B)(6) 2021. This report relates to the left prosthesis. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 23 , 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a 450cc mentor memorygel breast implant experienced left sided grade IV capsular contracture post procedure. The issue was discovered in the doctor¿s office. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.